Event description:
Five months after the index procedure, restenosis was found in the implanted cypher stents. The pt was treated with add'l cypher stents. One day before the follow-up visit, the pt died.

Manufacturer narrative:
A voluntary medwatch report was rec'd that was reported to the FDA by a family member of this pt. The pt was reported to have rec'd 3 cypher stents in the left anterior descending artery (lad). Four to six months after the surgery, the pt returned for follow up. It was determined that the cypher stents restenosed up to 90%. Three more stents were implanted, overlapping the restenosed stents. Ten days after the pt's second procedure, he reportedly passed away from a sub acute thrombosis. Add'l info has been requested from the family, but has not been forthcoming as of this writing. However, add'l attempts will be made and new info obtained will be submitted within 30 days upon receipt. This report represents notification of three unknown cypher stents associated with the restenosis, sub acute thrombosis and subsequent death of the pt. This is one of two reports submitted under the following manufacturing report numbers 3003742446-2006-00657 and 3003742446-2006-00658.